Manufacturer narrative:
The unit was tested and the issue was confirmed. The co2 readings were low. The gas sensing unit was changed to fix the issue. The unit was calibrated and tested prior to shipping. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the readings on the multi-gas unit are not correct and are reading low. Customer has sent the device in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the readings on the multi-gas unit are not correct and are reading low.